Event description:
It was reported that while the implant surgeon was attempting to drill the cochleostomy, he encountered tissue within the cochlea. Further, upon trying to drill another cochleostomy around that point, the implant surgeon encountered bleeding, which could not be controlled. The implant surgeon attempted to drill in two other locations but could not find the cochlea. Advanced bionics is in the process of gathering more info, once more info becomes available a supplemental report will be submitted.